Manufacturer narrative:
Product common name is surgical mesh; product code is ftm. Update: based on a review of the additional details received, it appears the patient experienced a recurrent cystocele. The root cause of the patient's recurrent cystocele is inconclusive; however, factors such as the patient's underlying condition, surgical technique, and the patient's postoperative care and/or activity can be contributing factors to the recurrence. The details do not suggest that the biodesign 4-layer tissue graft, implanted in 2008, caused or contributed to the patient's current complaints of dyspareunia and urge urinary incontinence. Recurrence of the original defect is a known risk of most surgical procedures.

Event description:
The patient was reportedly implanted with a biodesign 4-layer tissue graft on (B)(6) 2008, (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: the patient's postoperative course went without complications. The patient returned to work six weeks post surgery. She did not experience dyspareunia after the 2008 surgery. The patient also did not have any urinary incontinence issues during that post surgical period. In (B)(6) 2009, the patient's cystocele recurred. In (B)(6) 2009, the patient underwent a plication anterior repair for the recurrent cystocele. The patient returned to work seven weeks post surgery and has had no further issues with a cystocele. The patient began experiencing dyspareunia after the 2009 surgery and recent urge urinary incontinence.

Manufacturer narrative:
Date of event not provided by the complainants. Lot number not provided by the complainant; product expire date unknown; lot number provided; product catalog number unknown; product unspecified. As requested by the FDA. The product code listed is not necessarily the product code assigned to the device 510 (k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Product manufacture date unknown; lot number unknown. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign 4-layer tissue graft's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained a follow-up MDR will be filed.

Event description:
The pt was reportedly implanted with a biodesign 4-layer tissue graft on (B)(6) 2008, by (B)(6). The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.